Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected . The blood glucose level was 135 mg/dl. The customer stated that needle popped and bent.  Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with label damage on the serial number behind pump. Software error detected not found during testing. Insulin pump passed the displacement test and the self test. (B)(4).